Event description:
Three blood leaks occurred in 2 patients after start of cvvh treatments. The leaks were oberved visually. The total blood loss volume was 300cc each. One patient with 2 blood leaks recovered with blood transfusion, and the other patient was well without any medical treatment.